Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. The device was returned for analysis and the evaluation was completed on 03oct2024. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 11mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. There were no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb artificial arteriovenous fistula stenosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced to cut the plaque. During the procedure, the balloon reached the stenosis and was inflated at 9 atmospheres; however, it was noted that the pressure was reduced even when it was expanded less than the rated burst pressure (rbp). The balloon was pulled out, it was found that it was damaged and attached media displayed a leak on the balloon material, confirming a pinhole. Another of the same model was used to complete the procedure. No complications reported, and patient status was stable. It was further reported that the target lesion was 85% stenosed, non-tortuous, and moderately calcified. The balloon was inflated once and pressured to 16 atmospheres until the pressure was lost and the device ruptured. A pinhole was also confirmed visible on the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb artificial arteriovenous fistula stenosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced to cut the plaque. During the procedure, the balloon reached the stenosis and was inflated at 9 atmospheres; however, it was noted that the pressure was reduced even when it was expanded less than the rated burst pressure (rbp). The balloon was pulled out, it was found that it was damaged and attached media displayed a leak on the balloon material, confirming a pinhole. Another of the same model was used to complete the procedure. No complications reported, and patient status was stable.